Manufacturer narrative:
A ge rep evaluated the system and replaced the generator interface board. System operates as intended. This MDR is related to ge healthcare complaint.

Event description:
The customer reported the system would not take exposures. No pt injury was reported.